Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed unexpected battery power loss. The customer¿s blood glucose level was 175 mg/dl at the time of the incident. Troubleshooting was performed. Customer used new battery. Customer received alarm batt out limit. Customer was in the pool and the insulin pump was not working. The insulin pump will be returned for analysis.